Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no blower/air flow. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
B3: (B)(6) 2018. B4: (B)(6) 2018. G4: (B)(6) 2018. Follow up 1 failed ack 3. Resubmitting as follow up 2. The motor controller board was returned for evaluation. During evaluation, a visual inspection of the motor controller (mc) board revealed that the capacitor - c14 was leaking electrolyte. The motor controller (mc) board was installed into a test ventilator. An attempt to boot into normal ventilation mode was made. The blower did not activate with the ¿patient circuit error¿ message displayed on the screen. The problem was traced to multiple shorted components due to the c14 electrolyte leak. The parts were repaired. The motor controller (mc) board was reinstalled into the test ventilator. The test ventilator was booted into normal ventilation mode and delivered breaths. The power was cycled on and off 15 times without producing any errors. The customer returned mc board was allowed to run for approximately three (3) hours and no errors were generated. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. The motor controller board was returned for evaluation. During evaluation, a visual inspection of the motor controller (mc) board revealed that the capacitor - c14 was leaking electrolyte. The motor controller (mc) board was installed into a test ventilator. An attempt to boot into normal ventilation mode was made. The blower did not activate with the "patient circuit error" message displayed on the screen. The problem was traced to multiple shorted components due to the c14 electrolyte leak. The parts were repaired. The motor controller (mc) board was then reinstalled into the test ventilator. The test ventilator was booted into normal ventilation mode and delivered breaths. The power was cycled on and off 15 times without producing any errors. The customer returned mc board was allowed to run for approximately three (3) hours and no errors were generated. D4 - UDI number. D9 - date returned to manufacturer. H11. G1 - manufacturer contact office.